Manufacturer narrative:
Device not returned.

Event description:
It was reported that when patient presented to the clinic, device back up vvi mode which was observed due to possible backup mode of event overflow of the queue. Patient mentioned feeling funny but was otherwise asymptomatic. Device firmware download was performed to reset the device. No further information available.